Event description:
On (B)(6) 2012 customer reported that the lxi 725 instrument generated false low sodium (na), carbon dioxide (co2) and/or calcium (calc) results for 7 patient samples. Results were reported out of the lab. When the issue was noticed, the samples were rerun on the other dxc in the lab, and results were amended. Although the cl results were questioned, the differences in results were within assay precision claims and not erroneous. There was no affect to patient treatment or diagnosis based on the erroneous results. Quality control (qc) prior to the event was within lab-established ranges. Qc data the day of the event showed more imprecision than previous days. Field service engineer (fse) inspected the instrument and found a small clot in the electrolyte injection cup (eic). Fse removed the clot and cleaned the plugged lines to the vacuum accumulator jar. Fse verified instrument performance and no further issues were reported.

Manufacturer narrative:
Results: fse removed the clot from the electrolyte injection cup, and cleaned the plugged lines to the vacuum accumulator jar.